Manufacturer narrative:
The evaluation of the returned pump confirmed the presence of thrombus inside the pump. The pump was returned assembled with the driveline intact. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump's inlet port. The sealed outflow conduit (outflow graft, outflow graft bend relief, and outflow elbow) was returned attached to the pump¿s outlet port. The sealed outflow graft bend relief collar was secured in place around the outflow graft nut. Examination of the pump upon disassembly revealed depositions of loosely clotted blood within the sealed inflow conduit, the sealed outflow conduit, and around the body of the rotor. Their lack of lamination and denaturation suggests that these depositions developed acutely and may not have contributed to the reported event. Examination of the rotor upon disassembly of the pump revealed a small formation surrounding its bearing ball. Its lack of lamination and denaturation indicate that this formation developed acutely and did not likely contribute to the reported event. Further analysis revealed a deposition surrounding the bearing ball within the proximal side of the outlet stator. This deposition¿s lack of laminated layering indicates that it did not initially form in the outlet stator. Although the origin of this deposition could not be determined, its areas of denaturation suggest that it was present while the pump was supporting the patient. A root cause for the development of the observed formation could not be conclusively determined; however, it could have contributed to the patient¿s elevated lactate dehydrogenase level. Upon removal of the observed depositions, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. The instructions for use lists device thrombosis, hemolysis and renal failure as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 2 years. (B)(4). The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient had a pulseless electrical activity (pea) arrest on (B)(6) 2016 at 1725. The etiology and course of events was reportedly unclear, but it was suspected that the patient was developing pump thrombus based on rising lactate dehydrogenase (ldh) levels, acute renal failure and volume overload. Though the inr was 2.88, a high intensity heparin infusion was started for concern for possible pump thrombus. After resuscitation from the pea arrest, a CT of the head showed no definite acute intracranial pathology, stable right parieto-occipital postsurgical changes, and encephalomalacia. A CT of the abdomen/pelvis showed no acute findings within the abdomen or pelvis to explain the patient's pea arrest. There was near complete resolution of a prior splenic laceration with a small residual subcapsular hematoma. A CT of the chest showed diffuse fluffy airspace opacification throughout the right lung and base of the left lung which was suspicious for diffuse alveolar hemorrhage as the patient had bloody secretions from the endotracheal tube. Post cardiac arrest, the patient remained severely acidotic with rising lactate and potassium levels despite being on high dose pressors. The patient remained unresponsive with dilated, unresponsive pupils. The patient¿s family decided to withdraw care given the very poor prognosis. On (B)(6) 2016, the patient was extubated, the lvad was disconnected, and the patient expired.